Manufacturer narrative:
The device was returned to olympus and evaluated. Olympus performed a visual inspection on the received condition and was unable to find any signs of foreign debris/materials/objects inside the biopsy and suction channels. Additionally, the auxiliary channel port/channel were inspected with no signs of foreign debris/materials/objects noted inside. The scope passed the leak test. Tear marks were observed on the biopsy channel wall from the distal end side. A root cause for the reported problem of "debris present in instrument channel from previous patient" was not identified.

Event description:
Olympus was informed that biopsy tissue, described as less than 3 mm, was observed exiting the scope channel during a procedure. The user facility believes the debris was present in the instrument channel originating from a previous patient and entered into the patient's upper gi tract during the procedure. The suspect scope was reportedly used in 1 case and reprocessed twice due to cases cancelling prior the event in which the foreign material was observed exiting from the channel. The intended diagnostic procedure was completed. The user facility retrieved the foreign tissue and indicated that it would be sent to a laboratory for testing. There was no patient injury, harm or infection, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the legal manufacturer determined the likely cause of foreign material in the working channel was damage to the channel. However, the legal manufacturer determined that the problem is detectable if the instructions for use (IFU) are followed. The IFU contains the following: "summary of reprocessing workflow deviation from the recommended workflow may pose an infection control risk. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk."